Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 34-year-old female patient who had essure (batch no. 625846) inserted for female sterilization. The patient's medical history included visual disturbance, diarrhea, constipation, headache, pelvic pain and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. The patient was treated with surgery (laparoscopic-assisted supracervical hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 7 coils-left 2 coils-right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: findngs: uterine cavity appears well distended with contrast. No evidence of contrast flow into fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Processed with fu.01. Lot number and concurrent conditions, reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removal'). In a 34-year-old female patient who had essure (batch no. 625846-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: visual disturbance, diarrhea, constipation, headache, pelvic pain and adenomyosis. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic-assisted supracervical hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal and pelvic pain outcome was unknown. The reporter considered medical device removal and pelvic pain to be related to essure. The reporter commented: 7 coils-left, 2 coils-right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, findings: uterine cavity appears well distended with contrast. No evidence of contrast flow into fallopian tubes. 625846-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020, update of information (batch is not valid). On (B)(6) 2020, pfs received: new event: pelvic pain was added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2011, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 8 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.